Manufacturer narrative:
There is no indication of a malfunction of the mr system or coils used that could have contributed to the incident. The injury is consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. Contributing factors: the patient was sedated. The thermoregulation of sedated patients is known to be impaired. The patient was unable to sense or communicate discomfort or pain. 23 scans with high sar values (>2 w/kg) were executed. High sar scans are a bigger challenge for the cool down mechanism than low sar scans. The total administered specific energy dose of 8.45 kj/kg is very high for a patient with impaired thermoregulation. The instructions for use advises to avoid sed >3.0 kj/kg, preferably keep sed <2.0 kj/kg for those patients.

Event description:
This complaint was reviewed. It was reported that a sedated patient was burned during an exam in two different areas, the patient's right hand/finger and right thigh area. The right finger burn is reported as a second-degree burn. The right thigh burn may be a third degree burn as necrosis of the skin is seen in a digital photo. We therefore consider this complaint safety related and reportable to the competent authorities.